Event description:
A pt reported blood glucose results of 120 mg/dl with a lifescan meter and 93 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer service representative walked the pt through two consecutive control solution tests and both results fell outside the specified range.